Event description:
As reported by crna, at facility during a nissen fundoplication surgery, he was placing the endolumina ii transillumination system (ets) into the patient's mouth and esophagus. The device's tip and "ball connector" and glass fibers fell off the transilluminator cable and into the patient's mouth. The broken tip, ball connector and glass fibers were reported to be easily retrieved and there was no injury to the patient.